Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blade protector on the sternal saw was bent. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.